Event description:
It was reported that the patient presented to the emergency room with reports of low speed advisory. Known history of short to shield (sts), patient maintained on ungrounded cable. Alarms were happening on battery and wall power. The log file captured low speed and pump stop events on battery and non-grounded cable starting (B)(6) 2022 and continued intermittently for the remainder of the log file. Appeared that the sts has matured into a phase to phase short with the possibility of pump stops on any power source. It was later communicated that the patient passed away on (B)(6) 2023.

Manufacturer narrative:
Event: history of short to shield covered in MFR# 2916596-2019-05920. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted log file confirmed the reported low speed and pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. A direct correlation between heartmate ii lvas, serial number (B)(6) and the reported cardiac arrest could not be conclusively established. The submitted log file contained events and data captured from 14dec2022 through 20dec2022. Several low speed and pump stop events were captured on 19dec2022 and 20dec2022 while the patient was supported by both the power module and battery power. It was also communicated that heartmate (hm) ii left ventricular assist system (lvas) was not explanted for evaluation. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of heartmate ii left ventricular assist system. Section 1 of the IFU also addresses all pump parameters including power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's cause of death was pump failure with subsequent cardiac arrest. The patient's death was thought to be device related. The phase to phase short caused the pump to stop, the device did not operate as expected.